Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion sets line came apart. The following information was provided by the initial reporter: "line came apart".

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion sets line came apart. The following information was provided by the initial reporter: "line came apart".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-feb-28. D4: catalog # 2426-0004. Possible lot number: d4: medical device lot #: 21045203. D4: medical device expiration date: 2024-apr-03. H4: device manufacture date: 2021-apr-03. D4: medical device lot #: 21045351. D4: medical device expiration date: 2024-apr-05. H4: device manufacture date: 2021-apr-05. D4: medical device lot #: 21045352. D4: medical device expiration date: 2024-apr-06. H4: device manufacture date: 2021-apr-06. Investigation summary the customer feedback indicates that the affected product was a 2420-0004, however a 2426-0004 sample was received without packaging for investigation; the sample was received with residual fluid in the line. Analysis of the smartsite ID of the returned sample confirmed that the affected lot number to be either 21045203, 21045351 or 21045352. A visual inspection of the returned sample revealed the product was received separated at the lower joint of the smartsite y-site nearest to the flow stop. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the tubing during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 21045203, 21045351 and 21045352 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2426-0004 product.